Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The customer also stated that the sample port and the measurement cartridge were replaced, aqc levels were in range and the system is operational. The cause for this event is unknown.

Event description:
The customer reported discrepant elevated sodium results on the rp 500. There was no report of injury due to this event.